Event description:
The patient underwent an ankle fusion sometime in 2010 by a different surgeon. Patient was diagnosed with a failed fusion with three broken screws (6.5mm cancellous, 16mm thread). Patient was returned to the operating room on (B)(6) 2013 for removal. The implanted hardware was augmented with cannulated screws and bone graft. This report is for unknown screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for unknown screws, quantity 3. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device used for treatment not diagnosis. Implant date reported as unknown date in 2010.